Manufacturer narrative:
In a response from the customer received on 03oct2023, it was confirmed that the after-market battery was a 3rd party battery, not a philips manufactured battery.

Manufacturer narrative:
The field service engineer (fse) went to the customer site and replaced the power harness cable and battery to resolve the reported issue of the device only operating on ac power. The device passed the electrical safety test, controls test, and internal battery test. The device was returned to clinical use.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the device booting up on battery power. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they attempted to use an after-market battery and the device booted up normally but displayed a battery error on the screen. When a philips battery was installed to retest, the device would not boot up on battery power. The device booted up normally on ac power. This investigation is ongoing.